Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer¿s pump alarmed failed self-test yesterday and again today. The customer¿s blood glucose was unknown. During troubleshooting, the caller was assisted with reviewing the customer¿s alarm history and it was confirmed that there were two self-test failed in there. She was explained what the possible causes might have been. The caller stated that the alarms did not occur during the rewind/prime sequence. Assisted the caller with performing a self-test and the pump failed. Advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with alarm during self test due to faulty board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.